Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touch screen became unresponsive, and attempts to resolve the issue by charging the device and cleaning the screen were unsuccessful, leading to a replacement being arranged. Symptoms included no reported adverse clinical effects, and blood glucose management was not affected as the patient used backup therapy. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting and arrangements for device return and further inspection of the returned device. Investigation of this device revealed a device performance issue consistent with a nonresponsive user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/touchscreen subsystem.